Event description:
Device was explanted due to failure to record heart rate. Hm and office f/u have both shown secgs with wandering baseline, double counting, and flat secgs. Device had not migrated, shows no erosion, no known trauma or events such as MRI. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The implants memory content was inspected. The recorded secgs showed a loss of signal since (B)(6) 2023. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a fracture in the pin of the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed a fracture in the pin of the feedthrough. However, the root cause of the fracture could not be determined.